Event description:
The company was informed that the pt's device was reportedly extruded at the pinna. There was no infection however, the pt was prescribed topical antibiotic cream as a precaution. The pt continues to be monitored.